Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during patient dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue of saline bag backfill. The report is being investigated by the manufacturer via a CAPA. The plant investigation is in process. A supplemental report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer requested on-site service for a hemodialysis machine. The biomed reported the machine was operating with low trans membrane pressure and the saline bag back-filled during recirculation and prime. There was no patient connected to the machine at the time of this event.

Manufacturer narrative:
The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed; however, the reported events of saline bag back-fill and low transmembrane pressure (tmp) were not able to be duplicated during the on-site evaluation. However, the res calibrated dialysate transducer #9 as a precautionary measure. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of saline bag back-fill was not able to be duplicated. Therefore, the complaint has been deemed not confirmed.

Event description:
A user facility biomedical engineer requested on-site service for a hemodialysis machine. The biomed reported the machine was operating with low trans membrane pressure and the saline bag back-filled during recirculation and prime. There was no patient connected to the machine at the time of this event.